Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill notification on the pump. Customer added insulin and was able to complete the load process. The customer did not know if blood glucose level was impacted.